Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 56436 was returned and analyzed. Visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification showed that the catheter has been used for three applications on the date of event. The catheter failed visual inspection during inflation due to a guide wire lumen kink. The push button retracts during inflation as expected. The dissection/pressure test showed a slight kink of the guide wire lumen at 1.5 inches from the tip. No guide wire lumen breach was observed. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The second balloon catheter subsequently tested out of specification per the manufacturer's investigation.